Manufacturer narrative:
H3: no product was received for analysis. The device history record of reported lot number was reviewed, and it was confirmed that no non-conformities were reported during production. The quality inspection forms were reviewed, and it was observed that no defects were found, and the lot was released. Without the return of the product a comprehensive failure investigation cannot be performed, and a probable cause cannot be determined. If the product is returned, the manufacturer will reopen this complaint for further investigation.

Event description:
It was reported that one infusion set was cracked during training and was disposed of at that time. Another infusion set leaked at the arm site this past week and had to be replaced. Additionally, one infusion set triggered repeated ¿line blocked¿ alarms, which were resolved by changing the site two weeks ago. The person with diabetes (pwd) did not retain the defective infusion sets and expressed concern about running out of infusion sets. The event occurred while in use with patient. The operator of the device was the lay user or patient. There was no patient injury. Patient is a white, non-hispanic female, born on (B)(6)1998 and weighing 230 lbs.